Manufacturer narrative:
The reported event was confirmed. The root cause is being investigated per CAPA# 14345646. The device was evaluated upon receipt. During evaluation a strong odor was noted being emitted from the double bend tubes. The double bend tube was replaced. Tank was cleaned. Unit was cleaned. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. Risk review, labeling review, and DHR review are not required as the event is being investigated per CAPA# 14345646. Investigations under the associated corrective and preventive actions are ongoing. Corrective actions to address the identified root causes will be implemented through the respective corrective and preventive action. Correction: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) was using arctic sun device on patient and reported a burnt rubber smell. Swapped out device and sent to biomed for evaluation. Biomed stated environmental safety evaluated device and determined nothing elevated in the levels. Calling to find out what refrigerant was used or what could be caused the smell. Per additional information updated from ttm on 29aug2025, biomed stated their device has a burnt rubber smell that seems to come from the reservoir. They wanted to know if they could send the device in for evaluation. They recently sent it in for the 2k hour preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) was using arctic sun device on patient and reported a burnt rubber smell. Swapped out device and sent to biomed for evaluation. Biomed stated environmental safety evaluated device and determined nothing elevated in the levels. Calling to find out what refrigerant was used or what could be caused the smell.